Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula involved with this complaint. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5 mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted procedure, the single-site curved cannula, for the arm, was facing in the opposite direction. The surgeon compared it with other cannulas and was found to have the curvature in the wrong direction. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.